Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert after delivering a bolus. The customer delivered a second bolus as they did not understand the meaning of the alert. The customer subsequently suspended insulin delivery after 1.45 units had been delivered from the bolus. There was no reported impact to the customer's blood glucose level. Tandem technical support educated the customer regarding the alert.